Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 770 mg/dl. The patient had experienced several high blood glucose readings during the night, and had to give herself a manual injection to treat. The patient was unable to troubleshoot at the time of the call as she had no supplies. Advised to call back at her convenience. Nothing further was reported.